Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump primed the tubing during the load step. It was noted that the pump emitted a no cartridge detected alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/04/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/30/2014 with the following findings:a review of the pump¿s black box history showed no evidence of a load step malfunction was recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump case was removed and no intermittent condition was found to the force sensor circuit. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment threads were stripped. The battery cap was undamaged and was able to maintain an electrical connection but it was not able to be fully secured to the pump. The complaint that the pump was priming the tubing during the load step was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.